Event description:
It was reported: the pt rolled over in bed a few months ago and the system stopped working. The device was reportedly fully charged at the time of the incident. Attempts to interrogate the ipg were tried multiple times with no success. In the or the leads were tested and found to be in the correct area for paresthesia. The ipg was unable to communicate with the programmer in the or. A new ipf was connected to the current leads and the pt received good stimulation.